Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:¿ rupture: opening observed on anterior side assessed as an fold flaw opening.additional observations: ¿ stress marks observed.¿ observed 40 mm dark patch edge material inside gel device.¿ creases were observed.no further actions are required as the device was implanted

Event description:
Healthcare professional reported left side ¿rupture¿. Device has been explanted and replaced.